Manufacturer narrative:
The product is not available for "evaluation", and the lot number is not known therefore the DHR review could not be performed at this time. Review of the nc database revealed no non conformances for leak-air fluid in the past three years. The trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. This is a known supplier issue that is being tracked via (B)(4).

Manufacturer narrative:
The DHR could not be performed because the lot number has not been available. The investigation is pending.

Event description:
A user facility in (B)(6) reports that the trocars leak. After removing the trocars, the wounds have to be stitched. Though requests have been made for additional information, to date none has been received.